Event description:
It was reported by the head of theatre, during surgery, she noted that the surgeon appeared to have problems with the target device. The drill hole of the lower locking bolt went very astray (dorsal). Another device was not available, therefore, the surgeon drilled again. The planned surgical result was achieved.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.